Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.